Event description:
It was reported that (1) ez45b was used during an unknown procedure. It was reported by the rep that the firing handle broke during use. It is unknown how the case was completed. There was no consequence to pt.